Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, the left ventricular lead dislodged and exhibited high capture threshold. The lead was not used and replaced. The physician noted that the insulation was damaged. The patient was stable.